Event description:
On september 1, 2010, the lay user/patient contacted lifescan (lfs) italy alleging that the onetouch vita meter displays the apply sample message; however, the patient's daughter later spoke on behalf of the patient. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue began on (B)(6) 2010 (time not specified). According to the csr¿s documentation, the reporter indicated that the patient did not test her blood glucose for approximately 20 days as a result of the alleged issue; however, it is not specified when the patient stopped using the subject meter. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise. According to the reporter, the patient did not test with another device and for 20 days the patient continued with her usual diabetes regimen following the alleged issue. Possibly on (B)(6) 2010, the reporter claimed the patient developed symptoms of sweating and weakness. At an unspecified date/time the patient administered self treatment by consuming chocolate, juice, and biscuits; the reporter indicated that the patient felt better soon after. At the time of troubleshooting, the csr verified that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.